Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that only the dislodged stent implant was returned. The promus stent delivery system (sds) was not returned. There was blood visible on the struts, consistent with the sds advanced into the patient anatomy. The entire length of the stent implant was stretched. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported pre-dilatation was not preformed prior to advancing the promus sds, which likely contributed to the reported difficulties. It should be noted the promus instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. It is likely that the stent interacted with the lesion, contributing to damaging the stent resulting in resistance during retraction into the guiding catheter and the stent ultimately dislodging as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additional treatment was used to snare the dislodged stent from the patient anatomy. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgement for this lot. The reported failure to advance, difficulty removing the sds, and stent dislodgment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery. The 2.5 x 28 promus was advanced for direct-stenting; however, the device could not cross the lesion. During removal, resistance was noted with the guiding catheter. After removal, it was observed that the stent had dislodged. A snare device was used to retrieve the stent, and there were no adverse patient effects reported. A new 2.5 x 28 promus stent was used to treat the lesion. No additional information was provided.